Event description:
Information was received indicating that a smiths medical pump presented with error code 41622. There were no reported adverse events.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported error message. The pump was received with no physical damages found. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed evidence of the reported event. The device was further investigated using a motor test, and the reported error 41622 was found in software app and event log. Pump ran motor test with no problem. No defects or debris was found with motor, motor gears, or optic sensor. The optic sensor were replaced as preventative measures.